Manufacturer narrative:
The fields service engineer checked the gear pump and vacuum pressure, cleaned the laundry nozzles, and checked the tubing for leaks. System decontamination was performed, mechanism checks and adjustments to the rinse levels were performed and were acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded as the result that was believed to be correct was obtained with the same reagent. The field service engineer performed preventive maintenance which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium results from the cobas 8000 c702 module. One example was initial result of 1.56 mmol/l and repeat results of 1.95 mmol/l and 1.96 mmol/l.